Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v847451, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v847451, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that electrode impedance was taken back in (B)(6) 2014 and 0/3 was showing less than 50 ohms and health care provider (hcp) stated and the rest seemed okay. It was noted at this time patient thought that the stimulation was off because she couldn't feel stimulation. The hcp checked implantable neurostimulator (ins) and it was on. The hcp stated patient had 2 leads in the body, one was abandoned. Hcp stated she did take the abandoned lead out when she did the replacement in (B)(6) 2014. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.